Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013 utilizing biomet acetabular components. Subsequently, a revision was performed on (B)(6) 2013 due to loosening of the acetabular cup screws. During the revision, the screws and the acetabular liner were replaced. It was further reported that another revision was performed on (B)(6) 2015 due to dislocation in which the acetabular liner was replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is filed for the same event (reference 1825034-2015-00266). The previous revision procedure on (B)(6) 2013 was reported on medwatch number 1825034-2013-06177.